Manufacturer narrative:
Since fastracker-10 catheter would not be returned to target, product eval was performed at biomedical engineering department. When dr. Was first contacted by target, he mentioned that he felt that viscosity of mixture was higher than usual. Fastracker -10 had been previously evaluated by outside independent investigators. Catheter was presented wrapped around itself in its packaging tray. A 1 cc syringe was still connected to fastracker-10 catheter's hub through a one way stopcock. There was white crystallized substance over the med and distal shafts. There were some kinks and small portions of crushed tubing and delamination along proximal shaft. Shaft had ballooned and burst longitudinally on section 9.2 cm long, 7.3 cm distal to proximal junction. There was black substance imbedded in inner side of ballooned segment of shaft. According to coroner black substance was tantalum poweder, that had been mixed with glude in order to make glue visible under fluoroscopy. The most distal end of the ballooned section had separated from the remaining shaft, apparently due to the handling during the previous eval. It appeared that the ballooning and burst of shaft occurred, most likely, after mid shaft burt longitudinally on segment approximately 2 mm long, 10 cm distal to the proximal junction. Mid shaft was slightly enlarged and its edges at burst were somehow curled out. These anomalies are consistent with use of infusion pressure in excess of maximum recommeded. Excessive infusion pressure was most likely due to infusing with 1 cc syringe and viscosity of glue. From previous bench testing it is known that 1 cc syringes will generate infusion pressures of above 1,000 psi. Tti recommends use of 3 cc syringe and to monitor infusion pressure with syringe manometer whenever practical. Per labeling instructions. "Caution: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications." "Warning: do not exceed infusion pressure indicated for each catheter model (table 3 below). Excessive pressures could dislodge clot, perforate vessel wall, rupture catheter, or sever tip." From table 3, maximum infusion pressure for this catheter is 100 psi. Proximal and distal to ballooned and burst shaft, there were several portions of delamination which appeared to have been caused by flow of glue between two layers of tubing, after rupture of shaft. On distal shaft there were spots of black substance (glue with tantalum powder): one spont right at junction to mid shaft, another spot 5 mm distal to junction and lost one, 2.5 mm distal to previous spot. Occurrence of event: frequency and severity of occurrence of this event are not addressed in device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity.

Event description:
The physician reported to target that while performing an embolization of a brain avm the catheter ruptured with glue escaping into the basilar artery. The pt expired as a result of this incident. The physician believes that the reason for this incident was due to a high viscosity in the glue mixture.